Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Full calibration, safety, and functionality checks passed to factory specifications. The iabp was returned to the customer for clinical service.

Event description:
It was reported that during patient use there was a strange gas leaking sound coming from the back of the cardiosave intra-aortic balloon pump (iabp). They changed out the iabp with another one with no significant interruption of therapy and the replacement cardiosave was operating as expected. There was no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.